Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that after the battery changeout there were impedances >40,000 ohms. It was stated that the pocket did not flush. There were no baseline impedances prior to the case but it was stated prior to eos (end of service) the stimulation was fine. It was verified that the connections were dry and well seated. Contacts 8-15 had good impedances, 0-7 did not. Four days later it was reported that high impedances didn¿t resolve post-op. The doctor did x-rays and patient's device was reprogrammed, however that lead wasn't used in the programming. The x-ray showed leads were still in original position. The programming of the one lead gave the patient stimulation everywhere it was needed. The patient was having great outcomes with the therapy using the one lead. Almost one week later, it was reported that contacts 0-16 were all greater than 10,000 ohms but the patient had great stimulation and could recharge perfectly.